Manufacturer narrative:
The investigation reviewed the last calibration performed on 20-feb-2024. There was no influence of calibration on the event. The investigation reviewed the qc data. The qc levels were within specifications before the event and the system was used for patient sample measurement. The investigation reviewed the alarm trace and a "sample short" alarm was noted on (B)(6) 2024. The investigation reviewed the customer's handling of patient samples. The patient sample was inverted 3-5 times and had a clotting time of 15 to 30 minutes. The investigation determined that the number of inversions and the clotting time were insufficient as the recommended number of inversions is 8 to 10 times and the recommended clotting time is usually more than 30 minutes. A general reagent problem was not present, because the qc before the event was within specifications. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the customer's cobas pure e 402 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys prolactin ii assay (prol) result from one patient sample tested on the cobas pure e 402 analytical unit. On (B)(6) 2024, the result of the initial sample from the analyzer was 736.00 miu/l with a data flag. The physician did not agree with the result and requested a rerun in another laboratory. The repeat result from the other laboratory was reportedly normal. On (B)(6) 2024, the result of a new sample was 210.00 miu/l. This result was considered normal and was within the laboratory's reference range.